Event description:
Reported event: vessel locator wings damaged vessel. Time of reported event: during vessel closure. Symptoms/ae: death. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a femoral artery after a diagnostic procedure. Reportedly, the size of the artery was misjudged and the vessel locator wings injured the intima of the artery. Details regarding the event and subsequent treatment has been requested but has not been provided at this time. The pt reportedly expired. The cause and time of death was not provided. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device code: 1670: (against IFU): the starclose instructions for use (IFU) closure procedure: step 2 "perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion,) tortuosity or presence of arterial wall dissection." Device: (against IFU): the starclose instructions for use (IFU) precautions "do not use the starclose vascular closure system to close vessels with diameters less than 5 mm."